Event description:
It was reported that during screw insertion, the tip of the guide stick broke off into the head of the screw. The surgeon used another instrument to remove the screw, another guide stick and new screw was used to complete the procedure without further incident. No fragments remained in the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the part was received. The device is comprised of 2 pieces that can be separated from each other and are identified as stem and sleeve. The threaded portion broken off the stem. The stem was reviewed for this complaint. The sleeve was not damaged and assembled with the stem as required. The stem component meets all the manufacturing specifications reviewed. A review of the device history record did not show conditions that could have contributed to the reported event product development event evaluation reveals, as this instrument is used as on of the options for final tightening a pedicle screw it is possible for this instrument to see extremely high, or off axis loads during tightening. When used properly the slotted tabs on the instrument/implant interface will with stand those loads. If the threads broke off during tightening it is likely that this instrument was not fully locking into the implant and severe and/or off axis loads were applied. It is not clear what instruments were used to complete this tightening. From a design stand point, this instrument is appropriate for the use for which it is recommended. This complaint is deemed indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: original awareness date is (B)(6) 2011. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).